Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg would not hold its charge. It was also reported that the patient was experiencing discomfort at the pocket site. No device malfunction suspected. The patient underwent an ipg replacement procedure and the pocket site was relocated. The patient was doing well postoperatively.